Event description:
It was reported that the cine images on the 9800 system go black, when attempting to do subtraction runs. It was also noted that prior to the event, a heat warning was observed on the left monitor. Reboot would not correct. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Readjusted the ma lo sense and kv overshoot to bring both within specifications. System operated as expected. However, as a proactive measure, replaced the x-ray tube, the hv supply regulator pcb and tightened the interconnect connector. The system was tested and found to be working as intended and placed back into service.